Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. Fse found the fitting on the modular chemistry (mc) level sense bead was loose. Fse cleaned the flow cell and all the electrodes. Replaced the co2 reference electrode and co2 measuring electrode membrane. The flapper on the electrical connection (eic) valve was found to be cracked so the fse replaced it. The fse aligned the mc probe and all ise reagents were replaced. As of (B)(4) 2010, there were no further calls to the bci hotline for ise problems.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining false high sodium (na) and chloride (cl) results that were generated by the synchron lx20 pro chemistry analyzer for 2 patient samples. No erroneous results were reported outside the laboratory. Samples were repeated on an alternate instrument, which produced lower results and were reported out of the lab. There was no affect to patient treatment.